Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a shorted v4 component inside ECG b. The root cause for the shorted v4 could not be positively identified. No adverse event resulted from the defective electrode belt

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing "adjust belt" messages.